Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that the observed noise is not necessarily an indication of an issue as shock noise can be present during isometrics because of proximity of muscle to device and distal coil to can is how the shocking information is collected. The physician will continue to monitor this system. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and a competitive lead. Isometrics produced noise on shock channel, but no noise on pace-sense channel. Lead impedances, for shocking and pacing are stable and within normal limits. Fluoroscopy did not identify any lead issues. The patient was admitted to the hospital and non-invasive programmed stimulation (nips) was performed and a maximum energy shock converted patient. No adverse patient effects were reported.